Event description:
Customer called to report a system pressure dome leak that occurred during a treatment procedure. Customer stated that she had experienced a system pressure dome leak during a procedure. Customer stated that she was at approximately 402 ml whole blood processed when she noticed blood leaking from the system pressure dome onto the pto. Customer was not sure if it was coming from the pressure dome membrane or the pressure dome tubing. Treatment was stopped and blood was not returned to the patient. A service order was dispatched to inspect instrument serial number (B)(4). Product will be returned for investigation.

Manufacturer narrative:
Batch record review of lot b320 was not conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and no additional complaint for dome leak was reported to date for this lot. (B)(4) completed: (B)(4) 2013. Field engineer removed pump deck and inspected all electronics. Field engineer performed checkout procedure and no error code posted. Instrument was returned to operation. The assessment is based on information available at the time of investigation. The root cause has not yet been determined as the investigation is still in progress. (B)(4).